Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that a few months ago the device moved. The hcp had to make a new pocket. The device was removed and moved to a new location. The patient was now having pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported there was an implantable neurostimulator (ins) pocket issue. The patient had noticed the ins had moved up from the pocket the night before ((B)(6) 2016). The ins was now too far up. No traumas/falls reported. No unrelated medical procedures. This was considered a gradual change. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.